Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient received a 3rd degree burn during a cesarean section procedure. The hospital stay was extended so the patient could receive plastic surgery. The patient was discharged recovering well. The site reported that during the initial incision, the surgeon and scrub tech saw more smoke than normal from the cautery site. They did not see any cause or injury at the time and continued with the case. When the drapes were removed a 1.5 cm x 2.5 cm 3rd degree burn was noticed on the patient's left anterior distal thigh. A cautery holster was attached/clamped to the drapes with an allis clamp at the location of where the burn occurred. Investigation by the site identified that the allis clamp may have nicked the cautery pencil cord insulation allowing energy to leak resulting in the bur. They have implemented changes to no longer use a metal instrument to attach to cautery holster to the drape/field.